Manufacturer narrative:
H10: the customer biomed engineer (bme) reported the touchscreen was replaced as advised. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting the touchscreen on the v60 ventilator does not work properly. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The bme is unable to successfully calibrate the touchscreen. The rse provided part details for touchscreen replacement as requested.